Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and was not available for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
According to the customer's (B)(4) report, the patient had an atrial ablation procedure followed by permanent pacemaker insertion. At the end of the procedure the two return electrode grounding pads were removed from the patient's back above the waist and the skin was dry and intact. The next day the patient was getting dressed and felt something on his back. The injury was described as an open lesion and closed blister. The area was treated with silvadine ointment. Other information from the (B)(4) report states inadequate skin contact or adherence may be a contributing risk factor including any emollients on the skin or location of the patient return electrodes secondary to lower back arching while lying on the back. Two pads were used for the ablation portion of the procedure. The incident grounding pad was discarded by the site and not available for evaluation. The pacemaker procedure was completed following the ablation procedure.